Event description:
The customer reported that the unit will not go to mag modes. The c-arm will not magnify and does not save the image.

Manufacturer narrative:
(B) (4). The ge svc rep found loss of left monitor communication error and ffb/gen nodes dropping offline. He replaced the system's interface board. The system is operating as intended. (B) (4)